Event description:
Healthcare professional reported a xen®45 gts event described as "slider malfunctioned." Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The slider of the injector was observed to be broken off from the injector. Three of the four slider knob that allow attachment to the injector track were observed to broken off and were not returned. One slider knob tab was observed to be intact. The reported complaint of slider resistance regarding the gts injector is unable to confirm since device functionality could not be evaluated due to the condition of the slider. The complainant did not report damage to the slider, only atypical slider functionality. The device was removed from the molded tray and handled (cam lock and retention plug detached) prior to receive in the lab. It is unknown how the slider became damaged; however, handling cannot be ruled out. No further evaluation is required.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider malfunctioned." Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.